Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the stapler was used as indicated in the IFU. A purstring was made, the anvil attached snugly and the gun was connected with a tactile click feel. The stapler was turned to closed position until green indicator visible. The gun was fired completely with a click audible. Gun was turned to open position (2 full turns till a click was heard) and removed. The donut was not complete. Tissue from 3 o'clock to 6 o'clock was not stapled or cut. Eea 31 was open and anastomosis was redone. Dr (B)(6) is the person who discovered the problem. He detected it when donut was inspected. Surgery time was extended an hour. The surgeon used an eea 31 to correct the problem.